Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that did not work properly. Two weeks later, the patient underwent surgical intervention and there was a crack identified in the pump connecting tube. The aus was replaced, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the pump found no abnormalities and passed the leak and functional testing. Examination of the balloon found it to be non-spherical with wear that was thinning the balloon shell. The balloon shell did present scaling. The cuff was visually inspected and found to have folds. Microscopic examination found a tear resulting in fluid loss that was consistent with sharp instrument damage. Based on the information, the reported observations were unable to be confirmed.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that did not work properly. Two weeks later, the patient underwent surgical intervention and there was a crack identified in the pump connecting tube. The aus was replaced, and there were no patient complications reported.